Event description:
In 2002, a result of 8700 iu/ml was obtained from a patient, which resulted as 42000 iu/ml. The sample was repeated 3 days later, yielding a result of 42000 iu/ml. There has been no report of impact to the patient management.